Manufacturer narrative:
The lot number was provided for the two malfunctions; therefore, a lot history review was performed. Out of the two malfunctions, the device was not returned to the manufacturer for evaluation. The investigations for the two malfunctions are therefore inconclusive as no sample was returned. The definitive root cause for the reported events is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0602680 implantable port allegedly experienced fracture. This information was received from various sources. Of the two reported fractures, both involved patients with no patient consequences. One patient was a (B)(6) male. All other patient information was not provided.